Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after a procedure where this device was implanted, the patient experienced an unspecified adverse outcome. After the original procedure additional surgeries were performed, including revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced pain, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, inflammation, adhesions and mesh migration. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes, imf codes, and device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced infection, recurrence, perforation,wound dehiscence, mesh eventration, mesh contraction, intestinal blockage, stomach pain, pain, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, inflammation, adhesions and mesh migration. Post-operative patient treatment included revision surgery, medication, bilateral transverse abdominis release, bilateral myofascial advancement flaps, mesh removal and hernia repair with new mesh.